Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found contrast visible on the shaft, which is consistent with handling during the procedure. The stent implant was dislodged from the balloon and returned inside the yellow protective sheath. However, the balloon was tightly-folded with crimp marks visible between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. Additionally, measurements of the outer diameter of the stent and the inner diameter of the protective sheath were taken and all dimensions met manufacturing criteria. In this case, it is possible that significant pressure was inadvertently applied during removal of the protective sheath such that the stent became disrupted on the balloon and dislodged as a result, although this cannot be confirmed. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subject to a stent movement test to verify stent security. Potential factors that can contribute to stent dislodgement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this report. Although a definitive cause for the reported stent dislodgement cannot be determined, there does not appear to be any indication of quality deficiency associated with the product.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that during device preparation, the rx multi link 8 stent dislodged from the balloon. No patient effects were reported. No additional information was provided.